Manufacturer narrative:
Corrected data: h11 in previous MDR: h3-device evaluation: lens returned in a microcentrifuge tube with moisture. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3-device evaluation: lens returned in a microcentrifuge tube with moisture. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In a separate visit the lens was exchanged for a same size spherical lens of different diopter. The replacement lens resolved the problem. Cause reported as other.